Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer completed troubleshooting for high blood glucose. The customer was treated with manual injection and had her drink fluids. A bent infusion set cannula was also identified. The reservoir will be returned for analysis.